Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (batch no. A72332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and female sexual dysfunction ("apareunia"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, dyspareunia and female sexual dysfunction outcome was unknown and the menorrhagia and metrorrhagia had resolved. The reporter considered dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia and metrorrhagia to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2014, (B)(6) 2015 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (batch no. A72332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and female sexual dysfunction ("apareunia"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6)2017. At the time of the report, the dysmenorrhoea, dyspareunia and female sexual dysfunction outcome was unknown and the menorrhagia and metrorrhagia had resolved. The reporter considered dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia and metrorrhagia to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6)2014, (B)(6)2015 most recent follow-up information incorporated above includes: on (B)(6)2020: medical records received new reporter information and lot no was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and female sexual dysfunction ("apareunia"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, dyspareunia and female sexual dysfunction outcome was unknown and the menorrhagia and metrorrhagia had resolved. The reporter considered dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia and metrorrhagia to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2014, (B)(6) 2015 most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received : previously reported event of injury was updated to dysmenorrhea (cramping). New events - dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), she did not undergo an essure confirmation test were added. New reporter and plaintiffs information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.